Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. (B)(4). Expiration date not available device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient was scheduled for a total disc arthroplasty at c6-7 for spinal stenosis. Upon review of the patient's x-rays in the room before the procedure, surgeon noted that the patient had a prior disc replacement with prodisc c at c5-6. It was noted that this implant had moved anterior, protruding slightly from the c 5-6 disc space but that the keels looked to still be within the vertebral body. It is unknown when the malposition occurred but the patient was asymptomatic at this level pre-operatively. During the procedure, the surgeon impacted both implant endplates and was able to seat the implant farther back into the disc space without incident. The implant was not removed during the procedure as patient consent had not been obtained prior to the procedure. The surgeon proceeded to the scheduled anterior cervical discectomy and disc replacement at the c6-7 level in normal fashion using a prodisc c implant to address patients spinal stenosis. There was no known injury or complication to the patient during the procedure. It was reported that due to this event an additional 5 minutes was added to operating room time. The surgeon will follow the patient closely and monitor the implants position and schedule a removal with fusion if needed. Patient was schedule to have the implant removed on (B)(6) 2015. She is scheduled to also have the adjacent pdc. Surgeon will be fusing both levels. Currently the posting is removal of pdc at c5-6 6-7 followed by a cervical fusion. The patient has been rescheduled to have both pdc implants removed on (B)(6) 2015 and revised to a cervical fusion at levels c5-c7. The second pdc implant at disk level c6-c7, will also be removed during 2nd revision surgery. It has been reported that this implant has no issues, but the patient is requesting it to be removed as well. It was reported that removal surgery date was completed on (B)(6) 2015. The procedure was removal of hardware (prodisc c) c5-6, 6-7 and anterior cervical fusion (acf) c5-6, 6-7. Both implants were easily removed without incident or injury to the patient. The surgeon followed the removals with an anterior cervical fusion for both levels in the usual fashion. The removed implants were placed in separate specimen jars and labeled per their respective levels and sent to pathology. Surgeon removed the following implants: removed from c5-6 - prodisc c large 5 and from c6-7 - prodisc c large 6. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device history records show that the lot underwent all specified manufacturing, inspection, certification, and acceptance requirements with no non-conformities reported. Device history records of raw material utilized to produce the sub-component indicate that raw material underwent all specified inspection, certification, and acceptance requirements with no nonconformities reported. Review of raw material device history records confirmed that all raw material lots utilized to produce the reported product lot met all specified requirements for use as intended. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.